Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: https://www.ncbi.nlm.nih.gov/pubmed/19339572. This report will be amended when our investigation is complete.

Event description:
It has been reported that seven years after a total knee arthroplasty, the patient underwent revision for aseptic loosening of the tibial component.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen bearing catalog#: ni lot#: ni, unknown nexgen femoral component catalog#: ni lot#: ni, unknown nexgen patellar component catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.